Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 100 units. The customer's blood glucose was reported to be in the 100's (mg/dl). The customer loaded a new cartridge with 120 units and completed the load process successfully.